Event description:
A customer reported error message ¿2151 hybrid arm/cup transfer pickup¿ on the aia-2000 analyzer. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for alpha-fetoprotein (afp). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was at the customer's site to address the reported event. Fse confirmed the complaint by reviewing the error logs and was not able to reproduce the complaint. While troubleshooting, the fse found the hybrid arm cup gripping sensor was dirty. Fse resolved the complaint by cleaning the cup gripping sensor. Fse repaired and validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. The aia-2000, serial number (B)(4), was installed on (B)(6) 2022. A complaint and service history review for similar complaints was performed from installation date (B)(6) 2022 through aware date 21jul2022. There were no other similar complaints identified during the searched period. Aia-2000 operator's manual on the appendix 4: (2151) hybrid arm /cup transfer cup pickup failure cause: the cup-gripping sensor failed to detect a cup after the cup pickup operation was performed. Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to the hybrid arm cup gripping sensor was dirty.